Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was cable exposure on the unit. The event took place during cleaning inspection. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the device needed service/calibration and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, control bar, machined head, and all 4 with plates were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the unit had cable exposure. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome was not performed as the customer requested the device be returned unrepaired. The customer did not return a power supply for evaluation. (See attached screenshots). Repair of the electric dermatome was not performed as the customer requested the device be returned unrepaired. (See attached screenshots). Notification number (B)(4) dated 4/25/2019. The root cause of the reported event cannot be specifically determined with the provided information because the product was not evaluated or repaired as the customer requested to return the device only without a repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.